Event description:
It was reported that pump displayed malfunction alarm code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised caller to continue using pump and to call back if malfunction returned, and customer stated they would complete load and resume insulin independently.